Event description:
During a f/u visit, five weeks after implantation, the ventricular lead impedance measure by the subject device was >3000 ohms, and it was indicated that it increased approx 4 days post implant. During re-intervention, it was reported that the v lead pulled out very easily, without the screw being loosened. The lead measurements were satisfactory. Upon attempting to reconnect the lead, it was indicated that the screw was 'tight' and potentially cross-threaded. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.